Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions. The secondary tubing sets were connected to the primary tubing sets for piggyback deliveries of unspecified antibiotics. The solutions were being delivered via an unspecified gravity infusion pump. After unspecified lengths of time in use, the cair clamp on secondary tubing sets were opened and no flow of solution were reported. The customer contact reported the tubings were "occluded or partially occluded" where the cair clamps had been closed. The secondary tubing sets were replaced, and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.